Event description:
During a contract inspection of the device, it was observed that the device would not complete the defibrillation calibration and that the actual energy delivered during testing measured approximately 65% of the selected energy level at all selected levels. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition could not be duplicated. The defib and pacer calibration passed and it functioned properly at all energy levels when tested.